Manufacturer narrative:
Analysis found that the overheating test could not be carried out. The bur could not be removed. The handpiece was disassembled and cleaned inside. The bur was removed and replaced parts such as sleeve and bearings. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider reported via manufacturer representative that the handpiece was overheating during endoscopic sinus surgery (ess). The bur cannot be detached from the handpiece. There was no patient injury.